Manufacturer narrative:
Review of the provided information indicated that the alleged sample is a low titer sample. The observed discrepancy is most likely due to the sample being a contaminated with sars-cov-2 target thus generating a positive result that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.

Manufacturer narrative:
Reagent lot 30320j expiration date: 28-feb-2025. Reagent lot 30222f expiration date: 31-jan-2025. Investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single eqa sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample is an external quality assessment (eqa) sample expected to be influenza a positive, influenza b positive, and sars-cov-2 negative. The sample generated positive results for sars-cov-2 and influenza a/b. The same sample was retested on an additional 2 different cobas liat analyzers and generated the same result. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.